Event description:
It was reported the patient was no longer receiving stimulation and had not charged her ipg in over 120 days. The sjm representative verified the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2014 and the patient's ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.